Event description:
It was stated that the alarm won't stop. This occurred during priming at the facility. There was no reported patient involvement.

Manufacturer narrative:
Received one device. The customer reported issue was able to confirmed through history log review. The reported issue was resolved by recalibration of the occlusion pressure. Device passed all functional and delivery tests performed after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.